Event description:
The implantable neurostimulator site was swollen and turned black in color. The patient felt stimulation in the wrong location. The implantable neurostimulator was successfully reprogrammed. The patient had surgery to fix the problem with the system on (B) (6) 2009. The patient continued to have different problems with her implantable neurostimulator system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).